Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigaiton will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a difference in pacing thresholds after a downgrade device procedure. Once the new device was connected to the previously implanted df-1 lead the pacing thresholds increased in the biventricular configuration. The unipolar configuration thresholds were even higher. A request for technical review was needed. Technical services (ts) discussed troubleshooting steps and noted there was loss of capture seen as well as noise. Ts discussed troubleshooting steps at different postures. Additional information noted that as a device implanted a cardiac resynchronization therapy pacemaker and the change to an integrated bipolar was changing impedance and inductance of the lead which may have caused the increase in the pacing thresholds.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a difference in pacing thresholds after a downgrade device procedure. Once the new device was connected to the previously implanted df-1 lead the pacing thresholds increased in the biventricular configuration. The unipolar configuration thresholds were even higher. A request for technical review was needed. Technical services (ts) discussed troubleshooting steps and noted there was loss of capture seen as well as noise. Ts discussed troubleshooting steps at different postures. At this time the lead remains implanted. No adverse patient effects were reported.